Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Did not observe power issue with strip port. The complaint was not confirmed. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1281323) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported that on the morning of (B)(6), she experienced symptoms described as "weakness, felt sleepy, urinating frequently, dry mouth, confused, and (her) heart was palpitating". Customer was presented to the ER where a blood glucose result of 397 mg/dl was obtained on the hospital's meter. Customer was diagnosed with hyperglycemia, administered insulin, which was a new, not previously prescribed medication, and then "given something to drink" when her "sugar level went low". Customer stated her medical data was forwarded to her primary care physician and her doctor "put (her) on metformin 1000mg and starting december (she) will now be starting to inject insulin since, according to (her) doctor, (her) body no longer produces insulin". There was no report of death or permanent impairment associated with this event.